Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection in the cheeks and jawline with 4 syringes of juvéderm voluma® xc, the patient experienced ¿a possible infection¿ at the injection site about a month later. The patient was treated with antibiotics, steroids, and was referred to a plastic surgeon who drained the infection several times. Cultures were taken and came back negative. The patient takes unknown medications concomitantly. The symptoms are ongoing.